Manufacturer narrative:
Initial.

Event description:
It was reported that after changing the tubing and infusion site, the ilet user ate a larger-than-usual pancake breakfast and announced a usual meal size, after which blood glucose increased to 231 mg/dl and later trended down to 217 mg/dl, consistent with a postprandial rise and an incorrect meal size announcement. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.